Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen intermittently locks up and will not accept changes. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. During the investigation it was found the display is loss/intermittent on start-up due to low voltage on the back up battery.